Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the cdh25 instrument does not fire. There was no consequence to the pt.